Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 4atm upon first inflation. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified, measuring 11mm in length, starting at 1mm proximal to the proximal marker band and extending to 2 mm proximal of the distal marker band (reference photo 01). An examination of the markerbands identified no other issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination of the hypotube identified multiple hypotube kinks.

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 4atm upon first inflation. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported.